Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported medication leaking. Patient was guided in switching off the pump and clamping the lines. The healthcare professional reported that the device was changed out/replaced with no further problems. The pump tubing appears to have broken apart from a connection piece. Medication being infused was 5fu. No patient injury reported.